Event description:
It was reported that the implantable neurostimulator was not working. The patient reported "they're not working period it doesn't matter where the stimulation is they're not working." She had seen the surgeon the day before on (B)(6), 2012 and was going to see her physician on (B)(6), 2012. The physician reprogrammed the device but it wasn't covering her pain. Additional information received reported the cause of the event was a programing problem and that the unit was working, but not for her benefit. When the physician saw the patient on (B)(6), 2012, he reprogrammed the device by adding another area of coverage and that the patient was happy with the reprogramming. He also reported that he met with the patient again on (B)(6), 2012 and during that appointment he repositioned the lead. The physician stated the results were good and there was sustained improvement. The physician also reported no hospitalization was required.

Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type lead product ID 37752 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37743 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. (B)(4).